Manufacturer narrative:
This record was opened in error and will be closed canceled. There will be no further reports sent in under this mfg number. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that one (1) month after an intraocular lens (iol) implant surgery, a patient experienced toxic anterior segment syndrome (tass). She was treated with corticosteroids and anti-inflammatory drugs. The surgeon stated on the last eight (8) company lenses implanted by the surgeon, five (5) of them have presented inflammations, mild to moderate, with moderate loss of visual acuity, in average one month after surgery. In some cases deposits are visible on the anterior surface of the iol. After corticosteroid treatment (dexamethasone), ongoing for all patients, the inflammation is reduced and visual acuity is going up, close to the immediate post-op result. They have discussed the different treatment options and agreed on the anti-inflammatory treatment by dexamethasone during at least one month. In addition, the surgeon found a small decrease in visual acuity with moderate inflammation, unlike the cases encountered in (B)(6). Inflammation was more delayed than for the (B)(6) records since it was recorded around 1 month and not immediately post op. He used corrective treatment with strong corticosteroids: dexamethasone. After a week of treatment, the doctor noted a rise in visual acuity with progressive disappearance of the tyndall, but still the deposits (in regression), proof of a good response to the treatment. This is one of eight (8) reports for this facility. Additional information has been requested.